Event description:
A patient was being seen for an increase in seizures and during diagnostic testing of the device, high impedance was identified on a system diagnostic test and further verified on a normal mode diagnostic test. No known surgical intervention has occurred to date.

Manufacturer narrative:
Date of event, corrected data: event date was incorrectly corrected to (B)(6) 2016 on supplemental MDR 2 relevant tests/laboratory data, corrected data: system diagnostics results from (B)(6) 2016 was incorrectly added as a correction to supplemental MDR 2. These results were not detected on this patient's vns. Date received by manufacturer (mo/day/yr) , corrected data: supplemental MDR 2 inadvertently reported the wrong aware date of 09/06/2018 instead of 09/13/2018.

Manufacturer narrative:
Date of event, corrected data: event date was inadvertently not reported on the initial report as (B)(6) 2016. Relevant tests/laboratory data, corrected data: system diagnostics results from (B)(6) 2016 were inadvertently not reported on the initial report.

Event description:
The patient underwent a lead replacement surgery due to the high impedance. After the replacement, the lead was reportedly discarded by the explanting facility.